Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced failure of mesh, defective mesh, mesh protrusion, pain, emotional distress, disability, mental pain, loss of enjoyment of life, impairment, inflammation, infection. Post-operative patient treatment included revision surgery, removal of mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.